Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was not booting up after a power outage. The philips remote service engineer (rse) inspected the system remotely, during the troubleshooting, the customer found the blown fuse and mains voltage was missing. To resolve the issue, the customer replaced the fuse, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.